Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that a number 8 was displayed on the axiem box. Reseating all the connections and booting up the system displayed a 7 and the system was functioning normally. Reconnecting the axiem/computer universal serial bus (usb) resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, during functional endoscopic sinus surgery (fess), a localizer not connected was displayed on the registration screen. Upon opening emitter details, the axiem and the emitter were in red status. It was confirmed that the emitter was powered on. Rebooting the system twice did not resolve the issue. Surgeon opted to complete the procedure with another medtronic navigation system. There was a delay of more than 1 hour. No known impact on patient outcome.

Manufacturer narrative:
Additional information: medtronic received information that the issue have been no recurrences of the reported issue.